Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis, no delivery on (B)(6) 2019 with blood glucose of 496 mg/dl. The customer was treated with insulin drip, insulin pump, manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated drive support cap appears normal. Customer stated insulin pump had motor error. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement test and no insulin was in reservoir. Customer also stated insulin pump had no delivery alarm and event was resolved by complete set change. Customer stated insulin pump had damage to reservoir compartment and reservoir was able to lock in place when inserted into insulin pump. Customer declined troubleshooting for high blood glucose. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or motor error alarm noted. The motor was tested outside of the device and passed. Device had intermittent button response on the esc, act and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had cracked reservoir tube lip, scratched reservoir tube window, minor scratched display window, cracked display window, cracked case at display window corner and a missing end cap sticker.